Event description:
The user facility reported that during treatment, the patient asked to use the rest room. The patient was returned at a blood flow rate set at 150 mls/minute; dialysate flow rate set at autoflow/225 mls/min. An external blood leak was noticed around the head of the dialyzer above the venous hansen line. Blood leaked through the header, down the exterior of the kidney. The estimate blood loss was less than 1 ml and the machine did not alarm. No adverse effects were felt by the patient. The sample was discarded.

Manufacturer narrative:
The device has not been returned for physical evaluation. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.